Event description:
It was reported by the aci sales professional that a patient with no known co-morbidities underwent a coronary diagnostic procedure on (B)(6) 2009. No peri-procedural anticoagulation medications were administered. Post procedure, the radiology technician (rt), not trained to the mynx device, proceeded to use the mynx for femoral artery closure without any difficulties. Hemostasis was successfully achieved and the patient was ambulated and discharged. One week post mynx, the patient presented with a pseudoaneurysm (ps), confirmed by doppler ultrasound. The psa was successfully treated with a thrombin injection. The patient is reported to be doing good and there is no report of patient clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.